Manufacturer narrative:
Clarification to d9.: only device photos were received. Visual analysis: visual analysis of the photographs identified, rupture: no observed. Capsular contracture: unable to observe, since it is not related to the device. Visibility/palpability: unable to observe, since it is not related to the device. Lump/nodule: unable to observe, since it is not related to the device. Crease folding of implant: no observed. Granuloma: unable to observe, since it is not related to the device. No additional observations are performed. No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare professional reported, right side radial folds, granuloma. Capsular contracture, baker grade unknown. Palpable nodule, hardened consistency. Device has been explanted.

Event description:
Healthcare professional reported right side radial folds, granuloma, capsular contracture (baker grade unknown), palpable nodule, hardened consistency. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of "granuloma and capsular contracture" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma, capsular contracture baker grade unknown, palpable nodule.

Event description:
Device has been explanted.